Event description:
It was reported that this previously capped right ventricular (rv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was surgically abandoned.